Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting was cleaned to resolve the reported issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
During pre-use checkout, the hospital noted the adjustable pressure limiting was not releasing pressure which would result in loss of manual ventilation. There was no patient involvement.